Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID b3400040 serial# (B)(6) product type extension. Product ID b3400040 serial# (B)(6) product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient went to see the physician on (B)(6) 2023 and the patient has high impedances. The physician believes this is why the device's delivering less than requested therapy error occurred. The patient is going to get imaging of the system to determine if there is an issue. Imaging has not been scheduled as of this time. The issue is not resolved and the physician will decide what to do after imaging is obtained. 2023-08-23 e2, e3 (rep): additional information received from the manufacturer¿s representative (rep) reported imaging was obtained and the patient was scheduled for an extension revision on (B)(6)2023.

Event description:
Additional information received, from the manufacturer¿s representative (rep). Reported, imaging showed the right extension wire coiled around itself. The extension was replaced on august 30th, which resolved the impedance issue.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b3400040, serial#: (B)(6), product type: extension, product ID: b3400040, serial#: (B)(6), product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was trying to turn stimulation off and on when they saw an error message on the controller: contact your clinician. The implantable neurostimulator (ins) is delivering less than the requested therapy. The service code is unknown. Caller was not with the patient. Additional information was received from the manufacturer representative (rep) that the patient went to see the physician on august 9th and the patient has high impedances. The physician believes this is why the device's delivering less than requested therapy error occurred. The patient is going to get imaging of the system to determine if there is an issue. Imaging has not been scheduled as of this time. The issue is not resolved and the physician will decide what to do after imaging is obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.